Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the noise was caused by a loose air supply pump. The cause of the loose air supply pump was attributed to loose screws. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus video system center was making an abnormal noise during use. There was no patient harm reported as a result of the above event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The reported abnormal noise was generated by the unit¿s air supply pump. Additionally, it was noted that the connector lock was not functioning properly. If additional information becomes available following the device evaluation, a supplemental report will be filed.